Event description:
In 2009, a doctor reported that veneers seated with nx3 cement on two different patients had fallen off.

Manufacturer narrative:
The doctor reported that the manufacturer's instructions for use were not followed during the placement of the patient's veneers. Additional follow-up with the doctor also confirmed that an expired adhesive may have been used with the nx3 cement which could have led to the debonding. The patient's veneers are being remade and will be reseated upon completion. The patient is currently using temporaries and is doing fine. The device involved in the reported incident was returned to kerr corporation for evaluation. The returned sample was tested for adhesive strength. The results indicated that the adhesion data was acceptable. Please refer to the attached evaluation summary report. This is the first MDR report of the two incidents reported.